Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Siemens dispatched a customer service engineer (cse) to the customer site. The engineer performed an inspection of the analyzer and noted the wash reservoir sensors illuminated red and were flagging empty when full. The engineer replaced the wash fluid reservoir assembly, swapped the controller area network (can) boards 6 and 7. The engineer used diagnostics commands to open valve 34, and noted the reservoir filled. The auto-check ran tests, and the performance of the analyzer was verified. The engineer stated the analyzer was fully operational post service. Siemens evaluated the event and noted the sensors, illuminated red, signify the manifold sensors are unable to identify the wash fluid. The issue was resolved after the opening valve 34 through the software. The wash reservoir successfully filled, and the sensors illuminated green. The cause of the discordant results is due to a malfunction of the sensor signal. The analyzer is operating within specifications. No further evaluation of the device was required.

Event description:
The customer obtained (B)(6) results with the (B)(6), total human chorionic gonadotropin (total hcg), and troponin I ultra (tni-ultra) methods on an atellica im 1300 analyzer. The results were reported and questioned by the physicians. The customer informed siemens of wash errors, and a siemens customer service engineer (cse) serviced the analyzer. The customer used the same sample to perform repeat testing, post service. The customer informed that repeat results were lower and reported to the physician(s) as corrected results. There are no reports of patient intervention or adverse health consequences due to the (B)(6), total hcg, and tni-ultra results.